Event description:
Tsr found that the left foot siderail would not latch. Modification 380 had been performed on this bed. This bed was in bio medical shop and there were no reported injuries. Tsr found that the cover (part number 71113) was not installed properly and causing the left foot siderail not to latch. He positioned the cover and the siderail functioned as designed.